Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm, confirmed by cts, which sometimes occurred during normal use of the pump. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump, advised the customer to switch to mdi as backup therapy, and provided instructions on returning the defective pump. The customer acknowledged all instructions, and a replacement pump with updated software was sent.